Manufacturer narrative:
Section e initial reporter facility name has been added as it was omitted in the initial report. Section h6 medical device problem code was updated from a24 to a01

Manufacturer narrative:
The investigation was completed. Investigation summary: patient device interaction problem / cardiac perforation: the cause of the issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery to support the 83-year-old female patient who had been admitted in with known coronary artery disease and plan for the high-risk percutaneous coronary intervention (hrpci), and presenting in scai stage d shock. Any other underlying cardiac or systemic comorbidities are not known. The patient was undergoing the hrpci when patient condition deteriorated, and the physician believed that perhaps the left ventricle was perforated. The team placed ECMO and sent the patient to the operating suite and discovered that the cp pigtail had perforated the apex of the left ventricle. The surgeon repaired the perforation, the cp was explanted, and the patient survived. Cardiac injury (including ventricular perforation) is a known risk associated with impella support as described in the instructions for use.